Manufacturer narrative:
(B)(4).

Event description:
At the following appointments, reservoir volumes higher than expected in the pump continued to be observed. The pump was refilled and the daily dose was increased. The patient will be re-evaluated at the subsequent appointment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience pain. During a refill visit, a reservoir volume higher than expected in the pump was observed. A catheter access port (cap) procedure was performed on (B)(6) 2015 and a potential catheter occlusion was observed. The pump therapy was continued and a follow-up appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, it was reported that another reservoir volume higher than expected in the pump was observed during the follow-up appointment. It was noted that the volume issue was not significant and the patient would return for another reservoir volume check.

Manufacturer narrative:
Correction: the subject device was changed from the catheter to the pump as the catheter was no longer suspected to have an issue and volume discrepancies were continued to be observed. The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
The pump was explanted on (B)(6) 2016 and returned for evaluation. The catheter was left inside the patient.

Manufacturer narrative:
(B)(4).

Event description:
At the following appointments, reservoir volumes higher than expected in the pump continued to be observed.

Manufacturer narrative:
Device evaluation summary: the pump investigation included flushing the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. Based on the investigation, the reported event could not be confirmed. (B)(4).